Manufacturer narrative:
Device received with motor error alarm during the basic occlusion test due to loose or protruded drive support disk. Unable to perform prime test, excessive no delivery test and occlusion test due to motor error alarm.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump had a recurring motor error alarm and high blood glucose event. Customer¿s blood glucose was 400 mg/dl at the time of incident. No troubleshooting was performed. Insulin pump is being replaced and is expected to return for analysis.